Manufacturer narrative:
(B)(4): no pre-dilatation. The device was returned for analysis. The reported stent dislodgement was confirmed on the return and was likely due to the case circumstances. The reported failure to advance could not be replicated in a testing environment as it was related to the case circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the return analysis, there is no indication of product deficiency. It should be noted that the mini vision instructions for use instructs the user to pre-dilate the lesion. Based on the information reviewed and the return analysis, there is no indication of a product deficiency.

Event description:
It was reported that during a non-tortuous, heavily calcified, right coronary artery (rca) stenting procedure, a balance middleweight guide wire was inserted to the lesion without difficulty. Using direct stenting approach, the mini vision stent delivery system (sds) was advanced but met resistance with the patients anatomy and would not cross the lesion. The sds was removed without difficulty. A trek 1.5 x 12 mm balloon dilatation catheter (bdc) was advanced to dilate the lesion successfully and the bdc was removed without difficulty. Upon removal of the bdc, the mini vision stent was found fortunately attached to the balloon of the bdc. The mini vision sds was then examined and the stent was noted to be dislodged from the sds. Another same mini vision was advanced to successfully stent the lesion. There was no clinically significant delay in the procedure or no adverse patient effects reported. There was no additional information provided.